Event description:
Pump was on patient and would not charge. Did receive low battery warning. When the nurse tried to plug the pump in it would not charge. She then called a medela account rep who instructed her to replace the pump with another thopaz immediately. In the time it took to replace the pump the patient had pneumothorax. When the pump was replaced the lung reinflated and is doing fine.

Manufacturer narrative:
The patient involved is an alert and oriented (B)(6) male who underwent a minimally invasive right to lower lobectomy for stage iib squamous cell carcinoma on (B)(6) 2013. Other diagnosis included copd and emphysema. Post operatively the patient was on a telemetry floor with thopaz and 4 liters of o2 via nasal cannula. The patient's primary nurse reported the thopaz was plugged in and charging. Around noon on (B)(6) 2013, (pod 1), the patient's primary nurse was at lunch so the covering nurse responded to the patient complaint of shortness of breath and increased work of breathing. The rn reported the thopaz was turned off and would not turn on. Denies hearing an alarm. The canister was less than 1/3 full. The patient's o2 saturation was 80% and he developed subcutaneous emphysema. The patient was placed on a 100% o2 mask, a chest x-ray was ordered and the patient's pa was notified. The chest x-ray showed 50% pneumothorax and narrow pervasive subcutaneous emphysema throughout soft tissue. A new thopaz was connected to the patient within 30 minutes. The pa reports upon connecting the new thopaz he found there was no air leak and no flow and upon investigation found a blood clot was blocking the chest tube. He was able to manipulate the clot to regain patency and the thopaz was able to evacuate the fluid and air. Post chest x-ray showed 100% resolution of the pneumothorax. The remainder of the patient's hospital stay was uneventful and he was discharged to home.